Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel in the upper left arm. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed without replacing the device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang device - 7 x 4 75cm was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using glycerol/water and digital timer without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. No issues were noted with the returned device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel in the upper left arm. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during initial inflation, the balloon ruptured. The device was removed and the procedure was completed without replacing the device. No patient complications nor injuries were reported.